Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no nonconformities. The returned sample was connected to a calibrated system. The handpiece was not recognized by the system and no further testing could be performed. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported no ultrasound. There was no patient harm. Event timing is unknown. Additional information has been requested.